Event description:
It was reported that during a carotid artery treatment procedure, a filter detachment occurred. The physician prepped the filterwire ez by submerging the device in heparinized saline and retracted the protection wire into the delivery sheath. Upon retraction the filter detached from the protection wire. The procedure was completed with another filterwire ez. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - examination of the returned complaint device revealed that the radiopaque distal tip of the protection wire was found normal and in overall good condition. It was not wavy or stretched. The filter bag was found retracted into the delivery sheath with 1.3 mm of the nosecone exposed and 4.5 mm of the filter bag exposed from the distal tip of the delivery sheath. No trace of blood was found on the device. The micro coil was found exposed (had broken through) out of the wall of the delivery sheath at the distal gray shaded area from 6 mm to 1 cm, when measured from the distal tip of the delivery sheath. It appears that the micro coil just broke through the middle of the distal cup on the delivery sheath. It did not appear to be a clean cut. There is no natural slit in this area. The nose cone was found still outside the cup which indicates that the device was not bottomed into the cup and then possibly pulled on extra hard splitting the sheath. The distal tip of the filter bag was also found still attached to the polyamide tubing. The spinner stop was found within the distal tip and was not sheathed. The filter bag was manually removed, upon visual inspection, the filter bag was found in good condition and met specifications, no anomalies were observed. There were no sharp edges or unnatural protrusions on the loop coil, including near the junction of the loop legs and the beginning of the reverse winding. Adhesive covered the top end of the coil and bottom of coil before the spinner stop - as expected. The wall thickness of the sheath was measured in various places, including the break through area and it was found to be within specifications. The slit was present in the delivery sheath and met specification. A peel away test was completed successfully. There were no other issues found during the visual and microscopic inspection of the protection wire, and the delivery sheath. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during a carotid artery treatment procedure, a filter detachment occurred. The physician prepped the filterwire ez by submerging the device in heparinized saline and retracted the protection wire into the delivery sheath. Upon retraction the filter detached from the protection wire. The procedure was completed with another filterwire ez. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)